Manufacturer narrative:
Fowler weldment.

Event description:
It was reported by service report that the fowler weldment on the cot was cracked. No patient involvement or adverse consequences are reported.